Event description:
(B)(4). Shortly after the procedure the abdominal pain started, severe bloating, nausea, fatigue, headache, back pain, hair loss, dizziness, severe mood swings, heart palpitations, brain fog, loss of libido, forgetfulness, pain under my ribs and shoulders, muscles aches, anxiety and depression, urinary infections, joint pain, heartburn, breast pain and tenderness, no energy and sleepy all the time, memory loss, gas, painful sex..